Event description:
It was reported that the printer images on the 9800 system have a 1/8 inch streak thru the entire image. The customer states a physicist discrepancy on the collimator in mag mode is out of spec. The reading is 5.5 cm instead of 5.4 cm. Probable cause of streak in image is dust inside printer head ara and could not duplicated collimator problem. No pt was affected.